Manufacturer narrative:
(B)(4). (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.

Event description:
A customer contacted baxter's (B)(4) to report a potential increased intraperitoneal volume (iipv) event with the homechoice (hc) machine in response to (B)(4). The caregiver (cg) stated that the home patient (hp) is bloated and overfilled about 95% of the time when getting off hc. The cg states he bypasses low drains or has her reposition. The hp did a manual drain and got out around 4000ml. The hp is very bloated when she gets up in the morning until she does a manual drain. The technical service representative (tsr) will swap the device. According to the nurse the patient's fill volume is 2500ml. This meets iipv criteria. The nurse was not aware that the patient drained 4l, however, the patient was seen (B)(6) and has resumed therapy successfully. The nurse stated that the patient received a new cycler and it is doing well. There was no patient injury or medical intervention. According to the cg the new device is working very well. The cg stated he normally repositions or bypasses to resolve low drains. Product surveillance advised that bypassing may cause overfill. The cg believes he repositioned to resolve this event. There was no patient injury or medical intervention.